Event description:
Had a re-do bypass (emergency) on 8/26/97. Intra aortic balloon pump was inserted. Blood was noted in the tubing indicating rupture. The pump was turned off & balloon removed. Another one was inserted.